Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure the patient experienced a pneumothorax requiring a chest tube and hospitalization. The physician began with needle passes, but the physician was not happy with the sample; therefore, it was decided to continue with a regular bronchoscope. It was unknown when the pneumothorax occurred, but the physician stopped the procedure and did not biopsy the left side. The patient required a chest tube and was hospitalized for an unspecified period of time. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.